Event description:
Medtronic received information regarding a pipeline vantage that had resistance during delivery in the rebar 27 microcatheter and could not be opened. The patient was undergoing a procedure for flow diverter treatment of an unruptured left internal carotid artery (ica) intracranial aneurysm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter flush was administered per the instructions for use (IFU). There was high friction during delivery of the pipeline through the middle segment of the rebar microcatheter; the pipeline did not become stuck. The middle segment of the pipeline could not be opened. The pipeline was resheathed 2 or less times. Not other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter. There was no damage observed to the catheter or the pipeline pushwire. Both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705481837:equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0260 in mandrel . Drawing(s) referenced: dwgs105-5082-145 rev. Au . As found condition: the pipeline vantage was returned stuck inside the rebar 27 catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were found fully opened and no damage. Pushwire appeared to be bent at 18.4cm to 27.3cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 7.0cm to 16.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with difficulty. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the middle" was not confirmed as the distal, middle, and proximal of the braid were fully opened with no damage. The cause could not be determined. Possible cause includes severe vessel tortuosity. However, the customer report of "resistance during delivery" was confirmed as the pipeline vantage was stuck inside the rebar 27 catheter. From the damages seen on the catheter (accordioning) and pushwire (bending); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes include severe vessel tortuosity and lack of continuous flushed during delivery. Ls 2023-04-12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.